Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was discarded and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device was used to deliver five treatments in the right coronary artery. Post-procedure imaging revealed a vessel dissection and perforation. A balloon was applied, and the perforation was exacerbated. A stent could not be delivered to the location of the perforation. Further percutaneous coronary intervention was aborted. A balloon was used to perform tamponade and the patient was sent to surgery. Following surgery the patient recovered and was discharged.